Event description:
Same case as #6000093-2007-02084. It was reported that during a coronary drug eluting stenting treatment procedure, a stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous proximal right coronary artery (rca). A jr 4.0 sheathless guide catheter was inserted and the physician attempted to predilate with a 2.0x20mm balloon but was unable to cross the lesion. The balloon was exchanged for a 1.3x10mm balloon, but it was still unable to cross the lesion. The guide catheter was exchanged and the 1.3x10mm balloon was then able to cross to predilate first the proximal rca and then the mid rca. A third inflation was performed with a 2.0x20mm balloon sequentially from the distal to proximal rca. The physician then attempted to advance a taxus express2 2.5x24mm drug eluting stent but was unable to cross the lesion. The physician encountered resistance and when the device was removed, it was noted that the proximal edge of the stent was lifted up. The physician continued on to predilate the proximal rca with a 3.0x24mm balloon inflated to 22 atm's. A 2.5x20mm taxus stent was deployed at 9 atm's in the distal rca and a 2.75x32mm taxus stent was deployed at 9 atm's, proximally. Next, the physician attempted to implant a taxus express2 3.0x32mm drug eluting stent in the mid rca. The physician encountered difficulty crossing the lesion and removed the stent delivery system but the edge of the stent caught on the distal tip of the guide catheter and dislodged from the balloon. Angiography was performed and the stent was located in the descending aorta. The stent was unable to be removed from the patient. No further patient complications occurred. Patient status is satisfactory. No further intervention was planned. It was the physician's opinion that the relationship of the device to the event was "small". "The handling might have affected the event. Because when we withdrew the sds from inside the patient, he held the guide catheter."

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The exact cause of the stent damage could not be determined.